Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported a diagnostic catheterization was performed. During access, the needle was advanced, pulled back, and re-advanced. An interventional procedure followed, and there were no signs of irregularity, hematoma, or bleeding at the access site during the procedure. A pre-deployment femoral angiogram confirmed access in the common femoral artery (cfa) with no visible plaque near the entry site. Due to scar tissue present from a prior procedure, advancing the vessel location assembly was tough. Good blood return was gained, but it was hard to pull back the locator, but deployment continued normally. After advancing the tamper tube and visualizing the compaction marker, there was still significant flow at the site. No hematoma was present. Manual compression was held for 5 minutes, at which time groin hemostasis was achieved with no signs of hematoma. The patient experienced a vasovagel episode with a heart rate (hr) down to 39 beats per minute (bpm) and a blood pressure down to 55/33. Manual compression continued for 30 minutes while the patient was in distress. Atropine, 0.5 mg, was given followed by another dose of atropine, 0.5 mg. Dopamine, dose unknown was given and the patient became nauseated. The patient lost pedal pulses, even with doppler. The patient complained of severe right lower quadrant abdominal pain. The hr recovered with intermittent periods of tachycardia and varied blood pressures. The patient's hemoglobin had dropped 2 points. An ultrasound revealed a "normal study with fluid pocketing." The patient was transferred to the floor with continued pain. Fentanyl, 100 mcg was given for pain which allowed the abdomen to be more fully palpated. A ridge above the groin was noted as a possible hematoma. A consult with a vascular surgeon produced a CT scan on the patient and an immediate transfer to surgery. The patient was in ICU post-op and then moved to pcu the following day. The patient was taking prescribed anti-coagulants. 4000 units of unfractionated heparin and integrilin, a double bolus plus a drip were given during the procedure. The patient's act was 214 seconds at the end of the procedure. The patient had bleeding issues on a previous catheterization.